Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, the physician was attempting to find the optimal lead position for good electrical measurements. During positioning, the patient complained about chest pain. Diagnostic imaging confirmed cardiac perforation and a percardiocentesis was performed to resolve the issue. The patient was in stable condition following the procedure.